Event description:
A customer reported a cgm error 42 related to their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, and after following these steps, the customer successfully restarted their sensor session without encountering the error again.